Event description:
It was reported that the patient presented in-clinic for a check. Upon review, chest x-ray showed that the atrial lead had dislodged. The atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.